Manufacturer narrative:
Additional information was received that the patient is receiving moderate pain coverage of pain area with the remaining contacts available. The physician plans to replace the leads at a later date. Device remains implanted.

Event description:
A report was received that the patient underwent a lead revision procedure due to the lead being misaligned in the lead splitter and high impedances. During the revision, the physician noted that the lead was bent just prior to the contacts that go into the header of ipg. Physician adjusted the lead splitter and lead alignment. High impedances were still noted. Leads were left in place and the wound closed. Patient was reprogrammed following surgery and has coverage over required area using contacts available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 16. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit sterile. Device remains implanted.

Event description:
A report was received that the patient underwent a lead revision procedure due to the lead being misaligned in the lead splitter and high impedances. During the revision, the physician noted that the lead was bent just prior to the contacts that go into the header of ipg. Physician adjusted the lead splitter and lead alignment. High impedances were still noted. Leads were left in place and the wound closed. Patient was reprogrammed following surgery and has coverage over required area using contacts available.